Event description:
Patient was admitted to room a just after his roommate was admitted to b (same room). The telemetry boxes had been reversed when the room was set up and the boxes (transmitters) were not checked as they were placed on the patients. The nurses did not call out to monitors (central station) after placing the monitors (transmitters) on the patients. Both patients were hooked up (connected to their transmitter) within a short period of time. The issue was discovered when one patient was taken off the monitor in the morning for a bath. Monitor strips and computer charting were corrected. This occurrence was explained to the patients and family members. Spoke with both nurses about calling out to monitors (central station) when hooking up telemetry.